Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a partial display and crackdamage under the display of the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer insulin pump will be replaced.

Manufacturer narrative:
The pump was received with missing segments/partial display due to a cracked and bleeding lcd glass. The pump also had a cracked reservoir tube lip, and cracked battery tube threads.